Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the t.w. Power supply then generator malfunctioned, it started beeping without activation. The device was hot to the touch. The power setting was on 2.5. A replacement device was used to complete the procedure. The hosp did not report any pt effects.